Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Per the photograph, the microbore winged female luer lock adapter was separated from the tubing. The reported condition was verified via the photograph. However, as no physical sample was available for evaluation, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set separated. There was no patient involvement. No additional information is available.